Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter product ID 8782 lot# serial# (B)(6) implanted:(B)(6) 2023 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the serial number of the 8782 spinal segment of the catheter that was difficult to advance during the procedure on (B)(6) 2023 was (B)(6). It was reported the serial number of the pump segment of the catheter that was lost in the patient¿s tissue necessitating the use of a new 8784 catheter during the procedure on (B)(6) 2023 was (B)(6).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (200 mcg/ml at 25 mcg/day) via an implanted pump. It was reported that the patient had had no real relief from the pump since implantation. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A cap (catheter access port) study was negative when they attempted to aspirate. The patient wastaken to surgery for a catheter replacement. While in surgery, it was difficult to advance the new catheter and when they got the tip to t9, there was no flow, even though there was obvious spinal fluid seeping around the catheter. The needle was removed, and the catheter was pulled back to t12 where positive flow was noted. The spinal segment (model 8782) of the catheter was then attached to a new pump segment (model 8784) beca use the pump segment was lost in tissue. A final cap aspiration was positive for csf (cerebrospinal fluid). The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(4). Implanted: (B)(6) 2022 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the reason for the pump explant in (B)(6) 2024 was that the patient was frustrated by the catheter being obstructed, so he opted to have the device explanted and resumed oral opioids at that time.